Manufacturer narrative:
B.3. Date of event was reported as about 3 weeks ago (march 2017). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s symptoms were coming back and continued to get worse. It was also reported that they had ¿trouble with her machine¿ and when they tried to turn it up it would not let them do anything and showed a warning icon. They had tried changing the batteries. Now at the time of report, the programmer showed a poor communication screen. It was noted that the patient recently had a CT scan, an x-ray and several ekgs due to cardiac problems they had at the end of (B)(6) 2017. It addition, the patient stated they were sitting near a computer monitor during the report. The patient was directed to place the programmer antenna over the implantable neurostimulator (ins) and they were able to synchronize and saw the stimulation on icon. The patient was able to increase the stimulation. It was noted that the programmer appeared to be working normally now and the inability to increase the stimulation appeared to be resolved however the patient stated that the unit did not work like this previously. The patient stated they were miserable and ¿back to the very beginning again, it would not allow her to do anything, and she would see the exclamation point on the screen¿. It was reviewed with them that the therapy may have been off which may have been why they were unable to increase the stimulation. Further, the patient mentioned seeing a start-up/splash screen when trying to use the programmer previously. They confirmed they used the appropriate batteries and that there was no signs of corrosion in the battery compartment as the patient kept it in a sealed case. Both the symptom return and programmer issues started about 3 weeks ago. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.